Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing (4) four cultures were performed on the scope and each time tested positive for an unspecified organism. In addition, the customer reported prior to the reprocessing the scope was used in a therapeutic procedure without issue. There was no patient injury or patient infection reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization of the scope was performed by the customer: disinfectant: surmedical use cidex opa; brush: reusable. Bw-t20, manufacturer: olympus. Precleaning: performed immediately after procedure. Manual cleaning: performed. Leakage test: model: mu-1, series: (B)(6) , manufacturer: olympus. Aer: model: oer-aw, series: (B)(6) , manufacturer: olympus. Reprocessing in-service by the ess: feb 22, 2021, and jul 23, 2021 -change of reprocessing personnel since training by the ess: yes -training on proper reprocessing: conducted. Storage: hanging in a cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the inability to physically inspect the device or send out for third party testing, the relation between the event and the device could not be confirmed. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.